Manufacturer narrative:
Metatarsal-phalangeal joint arthrodesis was performed on the patient on (B)(6) 2018. The patient is an amputee that utilizes a prosthetic limb on the left foot. Follow up x-rays were done on (B)(6) 2018, (B)(6) 2018. The patient presented on (B)(6) 2018 for a routine follow up visit. The foot was x-rayed, and it showed the plate was broken. The patient is male and (B)(6). The patient was allowed to "early weight bear." The surgeon removed the hardware on (B)(6) 2018, performed a keller bunionectomy and specifically requested to keep all hardware. The sales representative was able to take a picture of the broken plate. Vilex has 0 prior complaints on the product# amp45-5r mpt plate (all lot numbers). Vilex has 0 prior complaints on all plates in the avid plate system. One ncr was found (17-018) for (26) asf104-9u fibula plates. The location of the k-wire hole was out of tolerance. This nonconformance has no effect on the issue with the broken plate. The device history record for this product lot was reviewed and there were no anomalies found. If any additional information becomes available a supplement report will be filed.

Event description:
Mpt plate broke.